Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No button error alarms noted, however moisture damage was noted on keypad traces. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The device was exposed to rain. The customer had reverted to a backup plan. The customer's blood glucose was unknown. Nothing further was reported.